Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: we continue to have issues with air trapped in the device.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that they continue to have an ongoing issue with this product could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that at least one bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: we continue to have issues with air trapped in the device.

Event description:
It was reported that at least one bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: we continue to have issues with air trapped in the device.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.